Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a redial jaw 3 single-use biopsy forceps was to be used during a procedure. According to the complainant, during unpacking, the device jaws were found to be broken. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. Based on the receipt of the device, it was determined the device was received with one of the jaws broken. A supplemental report will be forwarded upon completion of the investigation.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).